Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16533327.

Event description:
It was reported that one of the patients leads had fractured which was confirmed via x-ray. All device components were explanted.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The explanted lead was returned and was analyzed. The visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. The investigation has not identified a potential process or design related issue for the reported device, further review is not required at this time.

Event description:
It was reported that one of the patients leads had fractured which was confirmed via x-ray. All device components were explanted. No further information has been obtained despite good faith efforts.